Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4) implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was currently receiving lioresal (lot number: ds008) with concentration 2000 mcg/ml at a dose rate of 828.3 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/disease. It was reported that the patient's catheter was corrected due to a cerebrospinal fluid leak on (B)(6) 2015. No other symptoms were reported. The date of the event was unknown. The drug(s) administered via the pump at the time of the event was not specified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.